Event description:
Reporter indicated that pt was hospitalized due to infection and extrusion of generator. The pt underwent generator replacement surgery in 2001 due to end of service. In july/august 2002, the pt complained of the new generator feeling swollen. The pt was seen by physician who indicated at that time that the site looked normal and did not show any signs of infection. In 2002, the pt's generator had protruded through the skin and was infected. Both the generator and the lead were explanted. The pt has been seizure-free since initially receiving the ncp system in 1997. Physician does not plan any action at this time since the pt remains seizure-free.